Event description:
It was reported that this was a tlif (l4-5) for spondylolisthesis on january 5, 2023. The surgery was completed successfully with no surgical delay. After surgery, it was confirmed that the t-pal was coming loose, and the 4 screws were loose. On unknown date, a revision surgery was performed. In the revision surgery, the t-pal was removed, and the 4 screws were replaced. The revision surgery was completed successfully with no surgical delay. The cause of loosening is unknown. The surgeon's comment on this event is none. The patient's bone quality was fragile. No further information is available. This complaint involves five (5) devices.

Manufacturer narrative:
Root cause cannot be determined with the information provided. The complaint device was not returned and lot identifying information was not provided, so neither a device evaluation nor a DHR review for lot related non-conformances could be performed. However, physician feedback indicates that the loosing of the cage was potentially caused by the loosing of the screws which were not tm products and fragile patient anatomy.